Event description:
A customer reported that during cataract surgery, the pt anterior chamber was unstable. Additional info has been requested regarding pt details and the outcome of the surgery.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).